Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report #: 3005099803-2018-01510 pertains to the first resolution 360 clip device, manufacturer report #: 3005099803-2018-01511 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and would not rotate properly. Reportedly, the catheter with a clip still attached was then removed from the patient. The same issue occurred with the second resolution 360 clip, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device found that the clip assembly was fully deployed, and the clip was not returned with the device. A kink was noticed in the control wire near the handle, the center and the distal end of the device. Functional analysis found that there was no issue noted with the device rotation. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2018-01510 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2018-01511 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and would not rotate properly. Reportedly, the catheter with a clip still attached was then removed from the patient. The same issue occurred with the second resolution 360 clip, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.